Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. Philip's technical support (ts) spoke with customer and explained the meaning of the error code, leak in the breathing circuit. The customer was able to recreate the issue using a test lung. The customer did not receive the error code message while in use with a test lung unless they created a leak.

Event description:
The customer reported that the unit had error code message of patient disconnect. The customer reported there was no patient involvement. The event date was not specified; estimate used.